Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, with a cgm reading of 51 mg/dl and sweating, after earlier hyperglycemia with multiple correction doses; the user treated with oral carbohydrates and later confirmed a fingerstick of 101 mg/dl, and the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.